Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated. Visually, the device seems to be in used condition, no signs of melted manifold. Active tip is intact. This complaint is not confirmed. Saline residue was found in the suction tube indicating the device was used. The shaft was severely bent (less than 90 degrees), probably done by the user and not from normal use. Functional testing will not be possible. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that was released to distribution. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4). Associated medwatch number: 1221934-2018-50431.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available. Associated medwatch number: 1221934-2018-50431.

Event description:
It was reported by our affiliate that during a shoulder procedure two electrodes vapr manifold melted. No patient consequence reported. On march 14, 2018 additional information was provided. The two electrodes roasted during a shoulder arthroscopy. The surgeon was annoyed and irritated. The surgery was delayed by 30 minutes. There was no patient impact. Per additional information provided on march 22, 2018, the electrodes are expected to be returned for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, first follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. Associated medwatch number: 1221934-2018-50431.